Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "fiber tip suffered a damage" @ 284,866 joules and 34 minutes of use. The procedure was completed with a turp. Patient outcome: "patient is doing ok".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window, the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.